Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported): 42504605801, persona femur cemented standard left size 5, lot #: 64463002. 42556605805, persona femoral distal augment cemented size 5, 5+ 5mm, lot #: 64434695. 42556605810, persona femoral distal augment cemented size 5, 5+ 10mm, lot #: 64499740. 42560007514, persona stem extension tapered cemented 14mm dia +75mm l, lot #: 64729089. 42560007514, persona stem extension tapered cemented 14mm dia +75mm l, lot #: 64729089. 42542007101, persona tibia fixed cemented left size e, lot #: 64334576.

Event description:
It was reported a patient was seen in the office about three years post implantation after subsequent falls and now experiencing pain and a significant effusion. The patient has a five degree extensor lag secondary to the pain and swelling and at the office appointment, an aspiration was performed. Limited bloody fluid was collected as it was thought to be coagulated. All radiographic imaging displays implants in good position without signs of gross failure or loosening and all implants remain in place.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Operative notes provided and reviewed state that the patient underwent an initial left total knee arthroplasty, followed by a revision three years, eith months later, due to pain and instability. Two years, eleven months post revision, the patient experienced pain, significant swelling (effusion), and a five-degree extensor lag after falls, which led to an aspiration that collected limited coagulated bloody fluid. Imaging showed no signs of implant failure or loosening. Ten months after the fall the patient had a revision involving a poly exchange from cps to cck. Subsequent visits indicated moderate pain and range of motion (rom) limitations. Three months after the latest revision, the patient reported severe pain and a large hematoma was identified, necessitating surgical removal one month post office visit. This procedure included a medial parapatellar arthrotomy, removal of the art surface and hematoma, and retention of stable femoral and tibial components, with the patella remaining intact. A 14mm poly was temporarily placed to facilitate visualization and access, not due to malfunction. The procedure concluded without complications, and cultures taken during surgery showed no signs of infection. At two week follow up, the patient displayed no signs of hematoma or infection and had an improved clinical status. Complaint is confirmed based on operative notes provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d6, g3, g6, h1, h2, h6, h10, h11. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient was seen in the office about three years post implantation after subsequent falls and now experiencing pain and a significant effusion. The patient has a five degree extensor lag secondary to the pain and swelling and at the office appointment, an aspiration was performed. Limited bloody fluid was collected as it was thought to be coagulated. All radiographic imaging displayed implants in good position without signs of gross failure or loosening. Ten months after the last office visit, the patient was revised and a poly swap was performed. No additional information has been provided.

Event description:
Falls, pain, swelling, difficulty with adls, and ambulating cmg2019-13k persona revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated updated: b3, b4, b5, b7, d6b, g3, g6, h1, h2, h6, h11. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.